Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000896. H3: a medtronic representative went to the site to test the equipment. Testing revealed that there were no issues visible. Different scenarios were tested with no failures found. The system was performing as intended. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Multiple fdd/annex a codes were reported. (B)(6) was coded for standalone mode. (B)(6) was coded for the door covers making noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would go into standalone mode sporadically, and the door covers made noise while opening. There was no patient involvement.